Event description:
The md implanted bilateral collamer iols in 2003 the pt experienced progressive change in postop refraction until 2004. The md performed bilateral yag capsulotomies. The resultant refraction is +1.25d ou. The pt does not want any further yag as they are satisfied with their bifocals. No lens ID info is available and the lenses remain implanted. This info was received in response to the collamer customer bulletin sent to customers (recall z0539-04).